Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call bluish tint on their insulin pump. Customer reported using the device's sensor and discovered discoloration on the screen. Customer states changing out sensor but it only last for a day or two, not lasting the intended length of time. Customer states it happens randomly. Customer performed self-test on pump and it passed. Customer was informed to contact 24 hour help line if it occurs again. Patients' blood glucose was unknown.